Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, lead pin not fully inserted past the connector block of generator. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the first sys diagnostic test post implant yielded high lead impedance. The treating physician indicated the pt is "feeling stimulation as well as seeing some benefits." The pt has not experienced any trauma or manipulation to the area. The pt was referred to the surgeon who performed diagnostic testing resulting in ok lead impedance. The MFR reviewed x-rays. The lead pin did not appear to be fully inserted in to the connector block. Revision surgery is likely.